Event description:
Information received indicated that the patient right siderail does not stay up, I...

Manufacturer narrative:
Technician found that the patient right siderail would not stay up, left siderail was working. Siderail arms were cracked. Replaced the damaged arms to resolve this issue.